Manufacturer narrative:
After battery installation, device powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self-tests due to the blank display. Device had cracked battery tube threads, cracked case corner of belt clip rails, cracked keypad overlay, label damage. Device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. Customer also reported that insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.